Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a cartridge with approximately 190u was inserted and recognized correctly by the piston rod. Next 10u was successfully primed; insulin remaining after prime correctly read 180u. A 10u normal bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units 170u and 160u after each bolus. Unable to duplicate complaint during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.